Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A consumer reported that a few days following a cataract extraction with intraocular lens (iol) implant procedure, he started having problems. The implant was replaced twelve days postoperatively, because the original implant broke in the eye. He reported to have permanent damage to the eye and although he has seen three different eye doctors, his eyesight continues to worsen. Additional information was provided by the consumer that he had an appointment with a fourth eye specialist and was told that his sight would not improve.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by a second surgeon who reported the patient experienced a rapid decline in vision as well as pain, vertical diplopia and glare. During am examination, the iol was found to be decentered, having migrated inferiorly, a severed haptic was present in the inferior angle and 2+ corneal edema was also observed. The following day , a secondary procedure was performed to exchange the iol. While the iol was being dissected, a small amount of iris prolapse occurred due to the pressure gradient. This was associated with a temporal iridodialysis. The iris was carefully repositioned into the anterior chamber. The bisected iol was carefully removed from the eye. The lens was replaced with the same lens model and power.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the consumer, indicating that on the ninth postoperative day he experienced a ¿light show¿. The consumer was seen by another ophthalmic surgeon who informed him that one of the haptics had broken off in the eye. On the twelfth postoperative day, the original lens was removed and replaced with a new lens by the second surgeon. According to the consumer, on the first postoperative day following the lens exchange, the new lens was coming out of the incision. The surgeon placed a contact lens over the incision to try to hold it in place until it started to heal. The contact lens was removed the following day. The consumer reports that he can no longer see close up without a lighted magnifying glass. His sight has limited his ability to work. The consumer has seen multiple ophthalmologist and has been prescribed several eye drops. One ophthalmologist informed him that it would get better but it sometimes takes up to a year. He has since had several test and has been informed that his eye will never improve and that he is legally blind in that eye. Additional information was provided by the explanting surgeon that upon presentation, the iol was in two pieces in the eye and indicated high intraocular pressure. The replacement iol was the same model and power. The outcome is unknown as the patient returned to the original surgeon after the iol exchange. There are two medical device reports associated with this patient. This report is for the original intraocular lens. A second report will be submitted for the replacement lens.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the implanting physician, that in his opinion, it is unknown if the iol caused or contributed to the event. The event occurred 11 days postop phacoemulsification and iol implant od. The patient did not relay trauma. He also reported that the event of temporal iridodialysis continues and will resolve with treatment.